Event description:
The patient received hospital treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.